Event description:
Pt for cataract surgery left eye. Phaco handpiece was initially reported to be working and allowed tip to enter eye without problem. Phaco started and reflux did not function causing corneal burn. Tip replaced and procedure completed.